Manufacturer narrative:
Other observations: one adelante s lite 7f was returned from the customer with the dilator not inserted. There were no other accessories. Blood was found on and inside the sheath. Summary of final analysis: returned device analysis reveals one adelante s lite 7f introducer sheath that was molded incorrectly. According to the report, the handle broke off when the physician attempted to peel the sheath apart. Visual inspection revealed the sheath had been overmolded incorrectly. The score lines on the sheath are not aligned with the hub. This was due to incorrect loading of the sheath into the overmolding plate/fixture. The reason for return was confirmed. There were no manufacturing rejects or anomalies of this type recorded in the device history record. The introducer sheath and dilator passed all in-process and qa final inspection steps before shipping to the customer including checking the distal tip of the sheath and dilator, visual and dimensional inspection of the hemostasis valve, leak testing, and occlusion testing. A scar was initiated as a result of the confirmed failure. The event will be re-evaluated if additional information becomes available. A copy of the completed scar was sent to the customer.

Event description:
Customer reported when physician was trying to peel the safe sheath, the hand piece broke. Request for additional information april 12, 2016. In order to determine reportability for this complaint, additional information is needed: customer reported when physician was trying to peel the safe sheath, the hand piece broke. Safesheath ultra lite, lot # dp-03782. · did this breakage occurred at the end of the procedure? Unknown. · what procedure was being performed? Port placement. · was the surgeon able to remove the rest of the sheath from the patient's vessel? Yes. · how did the surgeon remove the sheath from the patient? Unknown. · was there any patient injury? None noted. · what country did this event take place? USA. · what is the age and sex of the patient? Unknown.